Event description:
It was reported that during percutaneous coronary intervention, a stent was damaged. The 70% stenosed lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. While attempting to cross the lesion a 28mm x 3.50mm ion stent was damaged. The procedure was completed with a promus element stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds) with stent with contrast in the inflation lumen. The balloon was tightly folded with the stent secure on the balloon. There were several rows of stent struts in the middle of the stent stretched, which caused the stent to move past the distal markerband. There was no damage to the sds. There was no evidence of any damage or irregularities that could have contributed to the confirmed stent damage and reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent was damaged. The 70% stenosed lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. While attempting to cross the lesion a 28mm x 3.50mm ion stent was damaged. The procedure was completed with a promus element stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).